Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue ¿stuck in stand alone mode¿ could not be replicated. The interface cable was inspected, and no damage was found. The interface cable was connected without issue and the system correctly cycled to the ready. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in stand alone mode. The site tried to reboot the system multiple times with the umbilical connected, without resolution. There was no patient present at the time this issue was observed.